Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low resection of the colon, the surgeon used the first reload and everything worked correctly, on the second reload, only 3/4 parts of the staple was fired and the knife no longer advanced, the remaining staples were no longer placed. The surgeon re-sutured the staple line to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted the reload was partially fired, with staple pushers protruding at the cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.